Event description:
New information received noted that the left ventricular lead was explanted and replaced. The patient was in stable condition post procedure.

Event description:
It was reported that the patient presented for initial implant system. Post procedure after leaving the procedure room it was discovered that the left ventricular lead was capturing in the atrium. Chest x-ray revealed that the left ventricular lead had dislodged. The lead was disabled. The patient was in stable condition and was discharged.